Event description:
It was reported prior to using bd vacutainer® k2e 10.8mg plus blood collection tubes, abnormal additive was found in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received two photos for investigation. Evaluation of the two photos showed tubes with larger-than-normal droplets of additive on the tube walls, and the additive had yellowed slightly on irradiation. This was identified as an aesthetic defect with no impact on the efficacy of the tube. Additionally, a total of 100 retained samples from batch number 5232595 was visually inspected, and no additive abnormality was found. Based on a review of the device history record for the incident lots, all product specifications and requirements for lot release were met. This complaint has been confirmed for the lot 5232595, for the indicated failure mode: additive abnormality. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® k2e 10.8mg plus blood collection tubes, abnormal additive was found in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.